Event description:
It was reported that the home patient had a system error 2240 (air in line/set) alarm on the homechoice (hc) device during a dwell step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the alarm. The power was cycled to clear the alarm and the patient planned to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.